Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture : observed, broken assessed as surgical impact opening and missing assessed as inconclusive. (Shell thickness was within specification). Additional observation. No penetrating nick stress mark. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "trying to start a claim for ¿ patient ". Healthcare professional later reported "possible rupture," and capsule contracture, baker grade IV. The device was explanted.

Event description:
Healthcare professional reported left side "trying to start a claim for ¿ patient ". Healthcare professional later reported "possible rupture," and capsule contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.